Event description:
User reported a false reservoir level alert that resulted in negative arterial flow. There was no patient harm.

Manufacturer narrative:
Results of investigation are still pending. User reported that she was able to finish the case as expected without patient harm.

Event description:
User reported a false reservoir level alert that resulted in negative arterial flow. There was no patient harm.

Manufacturer narrative:
Investigation determined that the system functioned as expected. Sensor was triggered, causing pump flow to halt, which temporarily displayed arterial flow as negative. Once the sensor error cleared, the arterial flow increased. Therefore, there was no malfunction of the device.